Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reattached and tightened the wheel. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that one of the front wheels on the 9800 system c-arm has fallen off. There was no report of pt or operator injury.